Event description:
It was reported that during a procedure one of the receivers on the itrak 3500l would not work. There was no report of a pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the transmitter and calibrated the system with all receivers. The sys was tested and found to be working as intended and placed back into service.